Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer experienced uti and unraveling of a u by kotex sleek regular tampon. Consumer is unsure if pieces were left behind. Nurse contacted and was prescribed medication for uti.